Manufacturer narrative:
Additional information was requested for this investigation including a valid serial number and software version for the delta device, the patient's condition leading up to oxygen being administered, the current patient condition, what alarms were generated, and if the delta monitor and accessories have been tested. Drager contacted the customer on 06jan25, and it was stated that no more information was available. It is unknown if the sp02 reading that was lost was due to the monitor display or the lead itself and without further information a complete investigation is not possible. Therefore, an exact root cause of the loss of the sp02 reading cannot be determined.

Event description:
It was reported that on (B)(6) 2024 at 4:15 pm an infinity delta monitor was used with a patient in the operating room (or) for surgery. After entering the or, the patient's blood pressure (bp) displayed as 141/185mmhg, their respiratory rate (rr) was 18 breaths per minute, their heart rate (hr) was 76 beats per minute, and their peripheral capillary oxygen saturation (spo2) was 98%. It was noted that during the surgery sufentanil and propofol were used. Two minutes later, the spo2 display disappeared from the delta monitor and the patient's breathing became slower and shallower. The patient's lips turned a pale green. Oxygen was immediately administered after removing the lower jaw mask and the patient's lips returned to red. The delta monitor was swapped out with another monitor and the surgery was successfully completed. The exchanged delta was taken out of use for further inspection and repair.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that on (B)(6) 2024 at 4:15 pm an infinity delta monitor was used with a patient in the operating room (or) for surgery. After entering the or, the patient's blood pressure (bp) displayed as 141/185mmhg, their respiratory rate (rr) was 18 breaths per minute, their heart rate (hr) was 76 beats per minute, and their peripheral capillary oxygen saturation (spo2) was 98%. It was noted that during the surgery sufentanil and propofol were used. Two minutes later, the spo2 display disappeared from the delta monitor and the patient's breathing became slower and shallower. The patient's lips turned a pale green. Oxygen was immediately administered after removing the lower jaw mask and the patient's lips returned to red. The delta monitor was swapped out with another monitor and the surgery was successfully completed. The exchanged delta was taken out of use for further inspection and repair.